Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that impedances were tested at 1.5v and ¿most of the contacts¿ were greater than 4,000 ohms. It was unknown to the reporter whether the patient had therapy or not. The battery measurement read ¿ok¿ on the clinician programmer screen and had ¿???¿ behind the word ok. The reporter's original plan was to test impedances while replacing the patient's 6 year old implantable neurostimulator (ins). If additional information becomes available, a follow-up report will be submitted.